Manufacturer narrative:
Post-operative pain and implant migration are listed in the device instructions for use (IFU) and in the procedural technique guide as known possible adverse effects associated with use of the system. A definitive root cause for this device failure could not be determined due to device not being returned for investigation. However, based on the imaging, the intraoperative factors that may have contributed to the implant disassembly and migration include: improper positioning of the device, incomplete deployment of the middle component, possible inadequate posterior fixation, and possible incorrect sizing. A review of the lot history record confirmed no manufacturing nonconformities issued to the reported lot that would have caused or contributed to this event. Based on review of the information provided, there is no indication of a product quality issue with respect to manufacture, design or labeling. No additional information was provided.

Event description:
On (B)(6) 2017, the company became aware of a revision surgery performed that day due to patient experiencing increased symptomatic pain. It was further learned that the original case was completed on (B)(6) 2017. Based on provided images, it appears that the luna device had slightly migrated posteriorly at the first follow-up at 1-month post-op. At around the 6-months post-operation follow-up, the patient experienced a fall with increased symptomatic radiculopathy pain. At that time, imaging showed that the middle member of the luna device had partially disassembled and further migrated posteriorly into the spinal canal. During the revision surgery, the implant was not safely retrievable and as a consequence, it was left in place and further bony decompression around the canal was performed. Procedure continued successfully with no other issues. No fluoro was taken on day of revision.